Manufacturer narrative:
The device was received and is available for evaluation. Investigation is pending. The extension to the phone number is ext (B)(6).

Event description:
The event involved a chemolock that did not connect to the nursing port causing a leak of chemotherapy. There was patient involvement and no human harm.

Manufacturer narrative:
-A photo was returned showing an incomplete connection between a chemolock port and a chemolock injector. -two used cl2000s chemolock injectors (lot #5849726) were returned for investigation. -no mating chemolock ports were returned to evaluate with the used cl2000s chemolock injectors. The two used cl2000s chemolock injectors (lot #5849726) were successfully and securely connected to known good chemolock ports lot (lot #4448181). Subsequent pressure leak testing showed the cl2000s chemolock injectors (lot #5849726), though not fully connected to the cl2100 chemolock ports, met product performance expectations without leakage. The complaint was unable to be confirmed with the cl2000s chemolock injectors (lot #5849726) that were returned for investigation. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint. Additional entries can be found in a5 and a6. Additional information can be found in h6 - adverse event problem, health effect - clinical code

Event description:
Additional information received: the nurse connected the intravenous (IV) line to the patient with the chemolock and started the chemotherapy treatment. After it had been infusing for about 5 minutes, the patient reported a wet feeling on her arm. The nurse saw a couple of drops on her arm and immediately stopped the pump, and washed the patient's arm with soap. The patient's clothes and floor were dry. There was a leak between the IV line and the lock. The nurse changed to a new chemolock and checked if there were any leaks with a saline flush. Treatment was restarted and no further trouble or leaks were noticed. The nurse was wearing proper ppe.